Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. There was no reported adverse impact to the customer's blood glucose level. Upon follow up, the customer indicated that the issue was resolved and no further assistance was needed. No additional information was provided.